Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of a high pitched beep on their insulin pump. The patient's blood glucose level was 138 mg/dl. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, corroded motor home switch. No high pitch beeping noted. The insulin pump has minor scratches on the lcd window.